Event description:
The white styrofoam platform trays are leaving residue / particles on the back table.

Manufacturer narrative:
The sample in not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.